Event description:
Customer reported a weak signal alarm and a lost sensor alarm on their insulin pump. Customer also stated that the lost sensor alert occurs within five minutes from starting a new sensor. Customer mentioned that the insulin pump was not communicating with the transmitter. Troubleshooting was not performed as the customer did not have enough time. Customer's current blood glucose reading is 173 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.